Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
It was reported that the oxygen supply and the safety valve tests failed. The customer reported that the device was not in clinical use at the time the issue was discovered.